Manufacturer narrative:
The reported malfunction of unable to increase and decrease the energy was observed and attributed to a faulty front panel membrane. The front panel membrane was replaced to remedy the problem. The reported malfunction of defib fault 72 was not verified. The device was put through extensive testing and the reported malfunction could not be duplicated. The hv module was replaced to remedy the problem. Analysis for reports of this type has not identified and increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a defib fault 72" message and was unable to select energy level. Complainant indicated that there was no pt involvement in the reported malfunction.